Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Pictures were taken. A receiver charge test was not performed, as the receiver became stuck on the ¿let¿s get started¿ screen. Pictures were taken. A receiver boot test was performed and passed. Functional tests were performed and the button test failed. A receiver touchscreen manual test was performed and failed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be lcd damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).